Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported an anaphylactic reaction while an invisalign product was being used.

Event description:
The patient reported symptoms of sores in the mouth, difficulty breathing, and anaphylaxis. The patient did not report requiring medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020 and the patient is currently asymptomatic.